Manufacturer narrative:
Part: 03.010.523; lot: l800829; manufacturing site: (B)(4); release to warehouse date: 01.jun.2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection performed at customer quality (cq) identified that the distal threads of the driving cap are severely stripped and worn. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. The distal threads of the complaint device were observed to be severely damaged and stripped, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that striking the driving cap before fully seating it on the insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a back-table assembly, the radiolucent insertion handle would not thread with the driving cap during an open reduction and internal fixation (orif) sub - trochanteric femur procedure. The surgeon inserted the nail manually. When mallet blows were needed, the driving cap was inserted into the radiolucent insertion handle without threading. There was no surgical delay. Procedure was completed successfully. Patient outcome is stable as planned. Concomitant devices: mallet (part/lot number unknown, quantity# 1); femoral nail (part/lot number unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).